Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to correct the summary (b5) and UDI for the concomitant product/therapy field in (c2/d10): (b5) - summary update. (D10) - UDI for concomitant product, neurostimulator. (B)(4).

Event description:
It was reported that a patient had high impedances following a bad fall in march 2024. On (B)(6) 2025, the patient had the damaged lead removed and replaced with a new lead. At time of the lead revision, the physician discovered and confirmed information x-ray showed, that the lead had fractured on the left side halfway down and was unable to find the end of the fractured lead to remove the remaining section. The bottom half of lead is retained on the left side. A new lead was placed on right side for patient and connected to their device on the right side. The patient's original ins was re-implanted with a new pocket site created on the right side. This patient will not be able to have full body MRI scans in future due to retained lead fragment on their left side. The patient is expected full recovery and there are no other complications.

Event description:
It was reported that a patient had high impedances following a bad fall on (B)(6) 2024. On (B)(6) 2025, the patient had the damaged lead removed and replaced with a new lead. At time of the lead revision, the physician discovered and confirmed information x-ray showed, that the lead had fractured on the left side halfway down and was unable to find the end of the fractured lead to remove the remaining section. The bottom half of lead is retained on the left side. A new lead was placed on right side for patient and connected to their device on the right side. This patient will not be able to have full body MRI scans in future due to retained lead fragment on their left side. The patient is expected full recovery and there are no other complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.